Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead had dislodged into the right ventricle. The lead was programmed off. Four days later, the ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.